Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the failure investigation has been completed. No device received-log review only.

Event description:
It was reported that pump infused slower than programmed by the rn. The medication order was potassium chloride 20meq (milliequivalents) premix injection, solution 20meq in IV infuse over 60 minutes three time a day over no less than 1 hour (via central line preferred). The infusion was set with a vtbi (volume to be infused) of 1080 ml running at 500ml/hour. Halfway through the infusion 700 ml were gone, and the final volume infused was 850ml. There was no indication of patient impact.

Manufacturer narrative:
The report of a device that infused at the wrong rate and under infused was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Inspection: pump module s/n (B)(6) was received with instrument seal intact. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear is installed properly and did not interfere with the door operation. The root cause of the reported device infusing at the wrong rate and under infusing was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 20 january 2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 28 september 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that pump infused slower than programmed by the rn. The medication order was potassium chloride 20meq (milliequivalents) premix injection, solution 20meq in IV infuse over 60 minutes three time a day over no less than 1 hour (via central line preferred). The infusion was set with a vtbi (volume to be infused) of 1080 ml running at 500ml/hour. Halfway through the infusion 700 ml were gone, and the final volume infused was 850ml. There was no indication of patient impact.